Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. An x-ray confirmed electrode migration. The recipient underwent repositioning surgery. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information section b.3. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent repositioning surgery on (B)(6) 2025. The recipient has healed. The recipient was successfully reactivated and has resumed device use. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.